Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified for the white foreign material in the air/water cylinder and tube. Additionally, the investigation stated that e216 scope error occurred due to corrosion on the plug unit. The foreign material event can be detected/prevented by following the instructions for use which state in chapter 4 on page 88: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection.¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer did not report a malfunction. During onsite inspection of the gastrointestinal videoscope, white foreign material in the air/water cylinder and tube were found. The communication error e216 was also found during the inspection. There was no patient involvement.